Event description:
It has been reported to philips that the system did not start up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system is not starting up. Upon troubleshooting, philips remote service engineer (rse) examined the system remotely and instructed the customer to restart geo ipc resulting in the normal startup of device. The rse found that the issue is related to weak bios battery and requested for onsite support instructing geo pc replacement. The philips field service engineer (fse) checked the system onsite and found geo pc defective. To resolve the issue, philips field service engineer (fse) replaced the geo pc and downloaded board software. The defective parts were returned for analysis, for geo pc, malfunction was observed, and the failed component was found to be battery low voltage. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the operator is responsible for the safety of patient, staff and equipment to avoid collisions, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.